Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired the system's interconnect socket pin. The system was tested and found to be working as intended and put back in service.